Event description:
At 8 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022, lot 2116902: lot 2116902: 150 items manufactured and released on (B)(6) 2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, 108 items of the same lot have been sold without any similar reported event during the period of review.